Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had number of pump strokes remaining in a bolus is larger than the maximum bolus. The customer¿s blood glucose level was 147 mg/dl at time of incident. Customer states that they are able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor alarms due to no motor movement alarms.